Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called back to report that she has continued to experience high and low blood glucose levels since the last call was placed. The patient did not feel safe using this pump, and requested a replacement. The patient spoke with her educator about the issues, and they both agreed that replacing the pump was necessary. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer took a bolus. The customer reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose at time of incident was 450 mg/dl. The customer did not report motor position encoder error alarm. Customer was able to rewind pump completely. Customer received 1 motor error. The customer was advised that at this time the displacement test was successful and motor alarm did not recur. The customer was advised to monitor pump and alarm may have been cause by a connection issue. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 72 mg/dl. The customer was treated with juice and small piece of bread. Customer declined to troubleshoot for any other alarms and high blood glucose.

Manufacturer narrative:
Insulin pump passed the rewind, current test, unexpected restart error test, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. No low battery alarm and failed battery test during test noted. Unable to perform air bubbles anomaly due to motor error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.